Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, g, b, c, d code and manufacturer narrative. Investigation summary : the reported complaint of an over infusion of thiamine was not confirmed through log review and was not reproduced during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Occluder spring functional test observed no issues, and all tests passed, indicating the occluders and spring were functioning as intended. Review the pcu event log showed that on 10 october 2024, between 6:27 am and 6:28 am, an adult profile was selected, and guardrail drugs (thiamine) was programmed at a drug amount = 500mg, diluent volume = 100ml, concentration = 5mg/ml, at a rate = 200ml/h with vtbi = 100ml, dose = 500mg and duration of 30 minutes. Between 6:28 am and 6:29 am, the pump module alarmed occluded patient side, the user pressed restart, and the infusion was started. Between 6:37 am and 6:39 am, the user pressed key options, then pressed key silence, the pump module alarmed door closed, and the user pressed channel off. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the infusion that was programmed to infuse for approximately 30 minutes was terminated early after only infusing for approximately 10 minutes. According to the user manual v12.3.1 in the bd alaris pump module rate accuracy, notes that periodic patient monitoring must be performed to ensure that the infusion is proceeding as expected. To prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. Facilities have been informed by the third-party parts notice, dated 07 february 2022, that only original bd parts and components are to be used in any maintenance, repair, or use with bd devices. Bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties and strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise. Inspection and testing of the incident administration set was not returned for this investigation; therefore, testing could not be performed. The device was reported with patient involvement but no harm. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: please replace door latch assembly. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported of an over infusion of thiamine, was not determined or replicated. The returned device was fully evaluated, and no other issues or anomalies were observed during laboratory testing, and testing showed the pump module was delivering fluid within specification. Note that imdrf annex a1801, a0401, c0601, c07, d15, g04037, g0405206 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the 500mg thiamine in 100ml was programmed to run over 30 minutes, but the medication infused too quickly. The pump shows medication still left to infuse but the bag was empty. There was patient involvement but no harm. Bd received additional information. It was reported that the event occurred on 11 october 2024 at 0630.

Event description:
It was reported that the 500mg thiamine in 100ml was programmed to run over 30 minutes, but the medication infused too quickly. The pump shows medication still left to infuse but the bag was empty. There was patient involvement but no harm. Bd received additional information. It was reported that the event occurred on (B)(6) 2024 at 0630.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.